Manufacturer narrative:
Trackwise # (B)(4). The device was not returned to maquet cardiac surgery for investigation, however a photographic was provided by the account. A photographic inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the aortic cutter in the photograph. The delivery device was observed inside the loading device, with the white plunger depressed. The blue safety lock was not observed in the photograph. The seal and tension spring assembly was not observed in the photograph. Based on the non-return of the device as well as the photographic inspection, the reported failure "activation problem" was not confirmed. The lot # 3000262926. History record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Trackwise ID (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (4.3mm) umbrella can not open, then used another one to complete the operation. The seal failed to unfold and didn't deploy properly. The device was loaded completely according to the step 1,2,3,4. There was no harms and side effects to the patient.